Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that lead up to the alarm. Blood glucose level was 51 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.